Event description:
Procedure type: tep hernia. According to the reporter: the structural balloon did not deploy and did not expand to allow support for use, so the surgeon took it out and replaced it with a different balloon which worked and deployed correctly. No issue damage or excess blood loss or any other issues occurred with the patient, the procedure was delayed by about 3 minutes. The staff included both wrappers since. They did not know which was which. Pt outcome: the procedure was competed successfully, the pt suffered no ill effects, damage or excess blood loss as a result of the replacement of the structural balloon.

Manufacturer narrative:
(B)(4). Date of initial report sent: (B)(6) 2014.